Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I am sending you in pj the photos of the problem that occurred on (B)(6) ¿ quality defect, piston sealing defect. Lot/per cf photo. Has there been any impact on the patient (serious injury, medical intervention, change in treatment required)? No. Can you confirm that the leakage was observed in a safe environment such as a laminar flow hood or isolator? Yes, the leakage was observed in a laminar flow hood. Can you please ask the customer what drug was used? Syringe used to prepare epirubicin.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: five photos and one physical sample was provided to our quality team for investigation. Through visual inspection of the photos, liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the product to indicate why the leak occurred. A device history review was performed for reported lot 2406090, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned sample, all product was verified to meet required specification. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.